Event description:
It was reported that the rubber backing on the radio frequency head was peeling and that the head was unable to maintain telemetry with implanted devices. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the rubber backing was peeling and the device failed telemetry testing due to the cable being out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.